Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals that would last from about one to one and a half hours at a time. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.